Manufacturer narrative:
(B)(4). Date sent: 1/7/2025. D4: batch # unk additional information was requested and the following was obtained: "has the patient had any metal allergy tests done? If so, could you please provide the results? May we speak to the operating surgeon regarding this event? If so, please provide surgeon name and contact information. I am awaiting a request of full materials disclosure from the company that my doctor is supposed to be submitting before I schedule with an allergist. Due to the holiday that may take a bit of time I am unsure who is staffed. Once I know more I will let you know I am on hold until the full materials disclosure is revealed." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a cholecystectomy procedure in 2016, patient had pain in the right side of body. Pain feels like it is coming from the location of where the clip would have been placed. Patient has visited the ER, a gi doctor. Also had cts and mris but they can not figure out what is causing the pain. Patient is suspecting she may be having a reaction to the ligamax clip that was used during her procedure. Nurse provided the material composition via email of the titanium alloy clip. Patient is at a pain level of 8 today but some days is at a 5. Patient is asking how she can have it removed. Patient was referred to her doctor.